Event description:
It was reported that the patient presented in clinic for an evaluation of their condition. It was noted that the physician elected to upgrade the patient's device. Upon connecting the chronic leads to the new device, it was noted that the right ventricular (rv) lead had high defibrillation impedance. Fluoroscopy was performed and it was suspected that the rv lead had an insulation breach. There were no consequences to the patient. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of insulation damage and high defibrillation impedance were confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion due to friction to the device can was breaching the optim sheath only at 50.0cm to 50.6cm from the distal tip. Silicone tubing was not abraded in this location. Further visual and x-ray examination of the lead found the inner coil and right ventricular cables were appeared to be fractured/separated distal to the suture sleeve tie impression. Sem analysis confirmed that all the inner coil filars were fractured in this location. The cause of the reported event of high defibrillation impedance was isolated to the fractured/separated right ventricular cables distal to the suture sleeve tie impression.